Event description:
It was reported that pump repeatedly exited closed loop overnight due to cgm errors over a two-week period, even though sensor functioned properly on other devices, and patient expressed concern about glucose management and began using backup method. There was no reported impact to the customer¿s blood glucose level. Customer used backup method for insulin delivery while technical support acknowledged issue, apologized for inconvenience, and requested scheduling of troubleshooting call to investigate problem and determine if replacement was needed.